Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose level; exact reading was not provided. Caller alleges insulin cartridge compartment had insulin inside. No adverse event reported. Cartridge has been discarded. No product will be returned.

Manufacturer narrative:
The cartridge package had been discarded, not the alleged device.